Event description:
While investigating an ongoing issue with vitamin d results, the customer received questionable results for two patient samples from the cobas e601 analyzer serial number (B)(4). Of the data provided, only the results for one patient sample were discrepant and reported outside the laboratory. The customer stated for those patients where ergocalciferol is prescribed, they are referring samples to be tested by lc-ms. The initial result was 27 ng/ml and was reported outside the laboratory. The results by lc-ms were vitamin d2 51 ng/ml and vitamin d3 7.9 ng/ml. The lc-ms results were believed to be correct. There was no adverse event. The customer stated there was no instrument issue and he did not desire service for the analyzer.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
Data was received for two additional patient samples with discrepant vitamin d results. Patient sample 3: the initial result from (B)(6) 2015 was 50 ng/ml. The results by (B)(6) on (B)(6) 2015 were d2=85 and d3=5 ng/ml. Patient sample 4: the initial result from (B)(6) 2015 was 23 ng/ml. The results by (B)(6) on (B)(6) 2015 were d2=31 and d3=5 ng/ml.

Manufacturer narrative:
Patient samples 3 and 4 were submitted for investigation and the results were comparable to the result received by the customer.

Manufacturer narrative:
The investigation tested the cross-reactivity and no significant reaction was seen. The differences in the sample results obtained by the customer were determined to be within the acceptable range of the assay.